Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity and mild calcification. During preparation of the 3.5 x 15 mm nc trek balloon, resistance was noted during removal of the sheath. During advancement of the nc trek onto the guide wire, resistance was noted. Resistance was then noted during an attempt to remove the balloon from the guide wire; therefore, the device were removed together. A new 3.5 x 15 mm nc trek balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Chemical analysis was performed to analyze the center of the balloon for presence of hydrophilic coating, and to analyze the distal shaft for presence of hydrophilic coating 5cm, 10cm, and 15 cm proximal to the balloon proximal seal. The results suggest that there is only a trace to negligible amount of nylon hydrophilic present on the middle balloon surface. There is no detectable amount of nylon hydrophilic present on any of the shaft surface scans. There is no detectable silicone present on any of the surfaces scanned. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions are being put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.